Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through functional testing and microscopic examination of a returned product sample. The customer returned a catheter that was observed to be punctured at 2 mm below the juncture hub. The puncture measured 5 mm in length. Two additional puncture marks were observed around the 20 cm mark. The catheter was leak tested and confirmed the leak at the first puncture site. The provided instructions cautions the user not to suture directly to the outside diameter of the catheter and no to use scissors to remove dressing to minimize the risk of cutting or damaging the catheter. A review of manufacturing records did not yield any relevant findings. Based on the time of discovery and the damage observed, operational context caused or contributed to this complaint. No further action will be taken.

Event description:
It was reported that during use in the patient's room, approximately one week after the catheter was inserted into the patient's internal jugular vein, the md found medical agent leaking from the junction hub of the catheter. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).